Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutfx-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, when an attempt was made to retract the guidewire during deployment, the guidewire became stuck in the nose cone of the delivery catheter system (dcs). Subsequently, the valve was recaptured and the system was withdrawn from the patient. A new dcs, compression loading system (cls), and valve were used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
Additional information was received that the guidewire was not a medtronic device.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The original guidewire was returned within the dcs. The device was received with the nosecone over-captured by the capsule. There was a bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the capsule. The distal end of the exposed guidewire showed buckling to the outer spiral wire that had detached from the core wire. There were bends along the device. The handle appeared intact. There was a bend to the distal section of the exposed guidewire at the wire lumen flush port. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was deformation to the proximal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. The guidewire was unable to be removed from the dcs, with severe resistance met during the attempt. The reported event for interaction issues with guidewire could be confirmed in the analysis. Updated data: b5. D9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.